Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer stated that when the pump gets to 10ml or 15ml, the pump is still going, but it's passing lots of air and causing air to go into the patient. The mother tried several of the bags and the issue continued to happen. They originally thought it was due to the pumps, however they diagnosed the pumps and confirmed with their tech that it was the bags.

Manufacturer narrative:
Based on the information available to us, we were unable to confirm the event as no samples were returned for evaluation and the device history record was reviewed indicating that the product was released accomplishing all quality standards. In the meantime, all information received will be used for further tracking and trending purposes.